Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: fluid ingress the reported event of premature low voltage alarm was confirmed with the returned system controller (serial # hsc-(B)(6). Visual inspection did confirm the reported damage on the black power cable; however, the reported alarm issue was related to the white power cable. Resistance measurement of the underlying wires did not pass specifications. Specifically, the measured values of battery fuel gauge wire within the white power cable would fluctuate when manipulated indicating conductor breakdown damage. The increased resistance across the length of the wires has the potential to result in premature alarm. The layers of the power cables were removed for visible inspection of the underlying wires, which were uniformly spiraled with no visible damage. The root cause for the reported event was unable to be conclusively determined through this analysis; however, the observed wire fatigue has the ability to contribute to this event. The undamaged condition of the insulation on the underlying wires indicates the conductor breakdown damage was related to repetitive flexing of the power cables during use. The resistance measurement is consistent with the data retrieved from the system controller. Review of the log file captured intermittent low voltage advisory (yellow battery) alarm events when the power cables were connected to the 14v batteries/battery clips. The intermittent low voltage alarm would activate when the fluctuating battery fuel gauge voltage values associated with the white power cable reached the low limit threshold and would clear as the values increased above this threshold. Of note, a red battery alarm was briefly active when the 14v battery was disconnected from the black power cable during some of the fluctuating battery fuel gauge voltage value events. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook rev g, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. Under section 2, how your heart pump works, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Warns users ¿failure to connect to a running system controller may result in serious injury or death.¿ cautions users to ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ heartmate 3 instructions for use rev g, under section d, safety checklists, replace any equipment or system component that appears damaged or worn. Under section 2, system operations, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Cautions users to ¿ensure that the patients understand the need for having a caregiver present during system controller exchange and that all labeling instructions are followed, including calling the hospital contact.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was damage on the insulation of the power cable with the black connector. There was accelerated discharge when the battery was connected to the black cable. The low voltage alarms were triggered due to low voltage. The system controller was exchanged.